Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non-bsc right ventricular (rv) lead has been showing unstable shock impedances with high, out of range values due to what appears as spring contact disconnections. The behavior appears to be occurring since some years ago. The ICD and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.